Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, nxstage technical support was contacted for assistance when the dialysate ran out and triggered a dialysate fluid air alarm. Manual rinseback was performed, but not all of the blood was able to be returned resulting in an estimated 30cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The cycler alarmed appropriately when the dialysate ran out. Device labeling includes instructions to rinseback the pt's blood if alarms are not resolved promptly. Nxstage reviewed the event with facility staff. There have been no similar problems reports subsequent to this event. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.